Event description:
The customer reported obtaining out of range low quality control (qc) results for the access total trioiodothyronine (tt3) and access vitamin b12 assays involving the access 2 immunoassay analyzer. The customer stated that all levels of tt3 and vitamin b12 qc results failed out of range low with results of essentially zero. The customer verified that no patient results were impacted and there was no change or affect to patient treatment in connection with this event. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone but the issue was not resolved. Qc performance remained out of the established ranges low and relative light unit (rlu) values for the qc results were at substrate baseline values of <10,000 rlus. Access tt3 reagent lot number 325994 and access vitamin b12 lot number 325491 were used in conjunction with the access 2 immunoassay analyzer for this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered an issue with the instrument transducer. The fse replaced the transducer and adjusted the transducer voltage to the proper setting to resolve the issue. (B)(4).